Manufacturer narrative:
(B)(4).

Event description:
It was reported that following an unrelated pancreatic and kidney transplant procedure the implantable neurostimulator (ins) stopped working. The date of the transplant was unk. The company rep was called in for a device check after the surgery and when the device was interrogated, there was no response. They had used the electrocautery device during the kidney transplant and they did not turn the ins off. It was presumed that the device was destroyed with the electrocautery. The pt was scheduled for surgery to implant a new device 11/20/2010. The device would be sent back for analysis. Additional information has been requested, but was not available as of the date of this report.